Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post deployment of a vena cava filter, during a scheduled retrieval of the filter, one of the filter limbs allegedly detached. It was further reported that the filter and detached filter limb were successfully captured and retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: five arms and six legs were present and intact. A detached arm was returned with the filter. The arm detached 0.5mm from the apex. The point of detachment was observed under 40x and 80x magnification. The proximal end of the detached arm was observed under 63x magnification and the break appeared slightly jagged. Dimensional evaluation: all measurements met the required specifications. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: based on the images provided, a contrast injection demonstrated a vena cava filter centered within the confines of the ivc, can be confirmed. Based on the images provided, the identity of the filter cannot be confirmed. Based on the images provided, the filter was captured and retrieved can be confirmed. Based on the images provided, a contrast injection demonstrated a detached filter limb within the ivc, can be confirmed. Based on the images provided, the retrieval of the detached filter limb cannot be confirmed. Conclusion: a manufacturing review was conducted. The lot met all release criteria. The device was returned. Images were provided for review. The investigation is confirmed for a detached filter limb, as the filter was returned with one arm separated from the apex of the filter. Per the reported event details, the limb detached during retrieval; therefore, it is possible that excess force used to capture and retrieve the filter contributed to the reported event. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to this event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post deployment of a vena cava filter, during a scheduled retrieval of the filter, one of the filter limbs allegedly detached. It was further reported that the filter and detached filter limb were successfully captured and retrieved with a snare device. There was no reported patient injury.